Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys ft4 ii assay result for one patient sample. The sample was submitted for investigation and was tested with a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. The result of 3.25 ng/dl was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be determined. From the information provided, a general reagent issue was not likely. For this type of event, the typical causes include incorrect preparation of sample leading to microclots/fibrin filaments or bubbles/foam on the reagent surface.